Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a y-type blood or solution administration set in which saline backed up into the blood bag. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.